Event description:
It was reported that the neurostimulator showed end of life even thought the programmed settings were within normal limits (no extra current was drawn from stimulator on purpose). The patient also experienced return of symptoms. Further troubleshooting was being considered to find out if there was a short circuit somewhere in the system causing premature battery depletion. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.